Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have recently been exposed to sweat. Blood glucose level was 297 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.